Event description:
During baxter's functional testing of a spectrum pump, the device experienced constant false upstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant upstream occlusion alarms which was determined to be low sensor readings caused by fluid intrusion and contamination in the upstream sensor assembly. The upstream sensor assembly was replaced.